Event description:
Patient admitted to cath lab; coronary angioplasties performed. Decision made toptca circumfleartery. Several guiding catheters were usedin attempt to cannulate left main artery. Acs alii catheter used. Catheter twists in femoral artery. As an attempt is made to unlink catheter, it breaks in two pieces. Attempts to remove it by gently pulling on sheath and using a small hemostat were unsuccessful. Patient sent to surgery where catheter was removeddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, invalid data. Invalid data - on device destroyed/disposed of status.